Event description:
Caller states the patient tested 32mg/dl and 151mg/dl on the inform system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.